Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. A peripheral rotalink® plus was selected for use. During procedure, it was noticed that the burr became stuck in the lesion. Consequently, the burr would not come out so the patient had to go to surgery. The patient's status is fine after surgery and no further patient complications reported.

Manufacturer narrative:
Describe event or problem: updated brand name- corrected from peripheral rotalink® plus to rotablator rotational atherectomy system. Common device name ¿ corrected from catheter, peripheral, atherectomy to catheter, coronary, atherectomy. Product code - corrected from mcw to mcx. Upn ¿ corrected (B)(4). (B)(4).

Event description:
It was further reported and corrected that a rotablator rotational atherectomy system was the device selected for use in a cardiology procedure.